Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted within the duodenum of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was treatment of a stricture within the duodenal bulb. The stricture was reported to be approximately 5 mm in width, and 2-3 cm in length. The patient's anatomy was not tortuous. No visible issue was noted to the device prior to the stent placement. During the procedure, a wallflex enteral duodenal stent was implanted between the pylorus and 2nd portion of the duodenum. Following the stent placement, the physician noticed that the stent was not fully expanded; therefore, two c.r.e. Balloons were used to dilate the stent. Subsequently, following the balloon dilatations, the physician commented that, "the stent would not open widely by itself." Reportedly, once the balloons were deflated and removed, the stent became narrower. No further treatment or intervention was performed to expand the stent. The stent remains implanted within the patient. The physician believes that this may be an anatomical issue with the patient rather than an issue with the device. There were no patient complications as a result of this event. The patient's condition was reported to be good post procedure.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.